Manufacturer narrative:
The investigation confirmed that a non-reproducible higher than expected vitros trop I result was obtained from a single patient sample processed on a vitros 5600 integrated system. A definitive assignable cause could not be determined. Based on historical quality control results, a vitros tropi es lot 3040 performance issue is not a likely contributor to the event. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 3040 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. Additionally, vitros tropi es precision testing performed shortly after the event was within ortho acceptable guidelines, suggesting an instrument issue was not likely a contributing factor. Pre-analytical sample processing could not be ruled out as a contributing factor, as the customer was not following the sample collection device manufacture¿s recommendation for sample centrifugation. The investigation was unable to definitively determine the specific sample collection device the customer used to process the affected sample. However, the investigation was able to determine that the duration of centrifugation was not concordant with the manufacturer¿s recommendations for the selection of collection devices the customer could have been using. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. A definitive assignable cause for the event could not be determined.

Event description:
A customer observed a non-reproducible, higher than expected, vitros tropi es result from a single patient sample processed using a vitros troponin I es reagent lot 3040 in combination with a vitros 5600 integrated system. Patient sample 1 result of 49.580 ng/ml versus the expected result of <0.034 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, higher than expected, vitros tropi es result was reported from the laboratory. No treatment was altered, initiated or stopped based on the reported result and a corrected report was later issued. Ortho has not been made aware of any allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho). Complaint number (B)(4).